Event description:
The physician advanced the cb-7075 device into an av graft in the left forearm of pt. After about 5 seconds, the device changed pitch and the physician pulled the device out of the graft. Md observed the coil to be sticking out of the catheter approx 7cm from distal tip.